Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Customer¿s blood glucose (bg) level was 320-522 mg/dl. Cause for high bg was due to normal pump battery depletion resulting in the pump shutting off. A manual injection was administered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.